Event description:
The vns pulse generator and lead were returned to MFR for analysis from medtronic. The explanted devices were inadvertently sent to medtronic from a medical examiners office in (B)(6) as the pt that the devices were implanted in had passed away. The paperwork that was sent back with the devices noted the date of death, and in addition, the cause of death was documented to be due to "seizure disorder". Good faith attempts to obtain additional info from the medical examiners office have been made, but no response has been received to date. Further follow up was performed with the pt's treating neurologist on file, which revealed that they were unaware of the pt's passing. The cause of death documented on the paperwork was communicated to the site, and the neurologist's medical assistant stated that there is no indication in reviewing the pt's chart, that there is a relationship of the event to the vns device. However, since the site was unaware of the pt's passing, attempts for additional info are currently underway. The explanted lead and generator are currently pending the completion of analysis testing.